Event description:
Caller reported discordant troponin (tni) results on the triage cardiac profiler. Whole blood sample was run after draw at 9am with tni result of 0.29. Whole blood sample was run again after draw at 12:30am with tni result of <0.05. Samples were also run on the centaur with tni result of 0.00. Pt was admitted with a headache. Cbc was fine and there was no clotting or hemolysis of sample. Pt was sent to the catheterization lab based in part on the 0.29 tni result. However, after reviewing more info including the <0.05 on the triage for the second draw and the negative tni on the lab analyzer, a catheterization was not performed. Pt was not admitted and discharge diagnosis was not known.

Manufacturer narrative:
Product support tested returned patient sample and 29 "normal" (apparently healthy) whole blood edta donors on retained lot w49636. Conclusion: no false positive or high bias tni was observed with any of the 29 whole blood donor samples or pt's returned sample tested on retained profiler lot w49636. All tni values received were within manufacturing release specifications, <0.10ng/ml on whole blood donors. All tni values were <0.05ng/ml on pt's sample. Product support cannot rule out sample specific interferences. As of (B)(6) 2012, there are 4 discrepant complaints on profiler lot w49636. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.